Event description:
The patient received therapy in 2006 and expired. The ICD and lead were explanted. During explant, an insulation defect was observed near thesensing connector, and punctures were observed on the outer insulation of the shocking connector.